Event description:
While providing patient care, the registered nurse heard something pop and the ventilator stopped working. The ventilator was connected to the power outlet. The screen on the ventilator displayed "ventilator inoperative error code: 9003". FDA safety report ID# (B)(4).